Event description:
The customer reported to customer service that a blood clot got lodged in the valve and connector for her breast pump. As a result, blood entered the tubing and she called to inquire about instructions for cleaning the tubing. The customer stated that the pump works fine.

Manufacturer narrative:
In follow up with the customer, she stated that in (B)(6) 2012, she went from using a symphony breast pump to the pump in style and developed mastitis, for which she received an antibiotic for treatment. The customer stated that she was not pumping with the pump in style as often as she should have and that is how she developed mastitis. The customer also stated that since she has had mastitis, her breast is sensitive and she gets blood clots once in awhile. The customer is still currently using the pump. The product involved in the complaint is not being returned for evaluation/investigation. It cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed at that time.